Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed testing and displayed a service code 110 (over voltage cleared no energy). The cause for the service code was isolated to contamination on the pca jumper j1000. The nature of the contamination is being investigated. The root cause for the contamination is currently being investigated. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed a service code 110 (over voltage).